Manufacturer narrative:
H6- health effect- clinical code 4581: engorged iris blood vessels claim#: (B)(4).

Event description:
A facility representative reported vault concerns and engorged iris blood vessels following an implantable collamer lens (icl) implantation procedure. Lens remains implanted. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined that the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.